Manufacturer narrative:
The cartridge user guide cautions that insulin should be at room temperature before filling a cartridge. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the insulin gauge was inaccurate. Reportedly, the customer loaded cold insulin into the cartridge. Reportedly, the customer reloaded the same cartridge and continued insulin therapy. Customer¿s blood glucose (bg) level was 37 mg/dl. Customer did not consume food for the intended amount of bolus delivery resulting in low bg. Customer consumed carbohydrates to address low bg.